Event description:
The international customer reported vent inop due to power on self test (post) timer / 24v failure. The customer reported there was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.